Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted the lead was returned with the helix retracted and tissue visible in it. The lead was noted to have been stretched so the inner tubing buckled and prevents the helix from functioning properly. (B)(4).

Event description:
It was reported that during an attempted implant, the lead exhibited high impedance of greater than 3000 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.